Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 79 mg/dl and sensor glucose was 45 mg/dl at the time of call. The customer stated that the sensor glucose was 40 and the actual blood glucose was fine when it triggered threshold suspend feature. The customer stated that there was some bleeding at the insertion site. The sensor will not be returned for analysis.